Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 03/22/2016 for investigation. Investigation results as follows: device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). Visual inspection of the returned platform was performed and no damage was observed to the housing. A review of the archive was performed and it was noted that on several user advisory (ua) 45 (not at "home" position after power-on/restart) were observed on (B)(6) 2016. No other significant problems found in the archive. Ua 45 was observed upon powering up the device for functional testing. The drive shaft was rotated to the home position, which resolved the ua 45 error. In summary the customer's reported complaint is confirmed during archive review and functional testing. An adjustment to the drive shaft to the home position resolved the issue. The autopulse platform passed final functional testing.

Event description:
It was reported that the autopulse platform (s/n (B)(4)) displayed an unknown error code and was non-functional. It is unknown if a patient was involved during this event. No additional information was provided.